Event description:
Pt reported obtaining a blood glucose result of 345 mg/dl, while using the suspect device. Pt indicated that, within 5 minutes, blood glucose was retested, on a health care professional's blood glucose monitor, with a result of 139 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.